Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes tubes are underfilling and an unknown substance was inside. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubes are underfilling and an unknown substance was inside."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-17. H.6. Investigation summary: bd received 1 sample and 1 photo from the customer in support of this complaint. A visual examination of sample and photo was performed and revealed foreign matter on the inside of the tube. There is a piece of broken plastic in the tube. Additionally, 100 retentions were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the sample and photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes tubes are underfilling and an unknown substance was inside. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubes are underfilling and an unknown substance was inside."